Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump experienced a delivery anomaly which caused high blood glucose. Customer's blood glucose reading was not provided. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. No delivery anomaly noted during testing. The insulin pump passed the delivery accuracy test at 0.08785 inches. The device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.